Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting. Additional information that probe damage error and ultrasonic frequency error occurred when the user used the subject device was reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The proximal side of the tissue pad was severely worn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section. The above device handling has warned in the instruction manual as follows. During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle. Also, do not activate the output, while torque is applied to tissue over the handle, in this instance release the torque, re-grasp the tissue and re-activate output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.

Event description:
During a hemorrhoid surgery, three devices were used. In the procedure, the first device was damaged. The user exchanged the first device for second device and continued the procedure. When the user used the second device, the user became unable to activate the output. The intended procedure was completed with the third device. There was no patient injury reported. On april 30, 2020, olympus medical systems corp. (Omsc) found that the tissue pad of the second device was severely worn. This is the report regarding the severely worn tissue pad on the second device.